Event description:
It was reported that a patient experienced blood loss due to a clearlink duo-vent continu-flo set IV not infusing a necessary medication. The clearlink administration set was being used on a postpartum patient to deliver pitocin with a sigma pump at a rate of 999 ml/hr. It was reported that an upstream occlusion alarm occurred on the pump which resulted in the medication not being delivered to the patient. Subsequently the patient lost 700 ml of blood and was treated with methergine (dose, route, frequency, and duration not reported) and hemobate (dose, route, frequency, and duration not reported) for the bleeding. As a result of treatment, the bleeding stopped. The outcome of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.